Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 13-may-2024. [Additional information]: on 13-may-2024, additional information was received. Per the information, after the cereglide 71 intermediate catheter was removed from the patient¿s body, it was replaced with an axs catalyst® 6 catheter (stryker). Subsequently, a third pass was made with the axs catalyst® 6 catheter via the combined technique with a 5mm x 37mm embotrap iii revascularization device. Recanalization was achieved and the procedure was successfully completed. The information indicated that the patient¿s condition ¿was fine.¿ updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). The purpose of this MDR submission is to include the additional event information received on 13-may-2024. [Additional information]: additional information was received on 13-may-2024. The stent retriever used a 5mm x 37mm embotrap iii (et309537). The procedure was completed when the cereglide catheter was replaced with an axs catalyst® 6 catheter. The thrombus was removed via the combined technique. Recanalization was achieved with no negative impact to the patient. The procedure was successfully completed; no future procedure is planned. No other information is available. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref (B)(4) . The purpose of this MDR submission is to include the additional event information received on 14-may-2024. [Additional information]: additional information indicated the pre-shipment / preliminary photos of the complaint device was added to the complaint. The product analysis team reviewed the photos. The review is documented below. [Photo review]: pre-shipment photos were attached to the complaint file which show one section of the braided mesh of the cereglide with a different color than the rest of the mesh. Under magnification, a clear substance was observed in this section, approximately 3.50cm - 4.50cm from the distal end. No damages were observed on the device. A manufacturing record evaluation was performed for the finished device 31267373 number, and no non-conformances related to the malfunction were identified. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The issue regarding a catheter being cracked at several centimeters from the tip cannot be confirmed since no visible damages were noted on the distal section. The issue regarding resistance felt cannot be confirmed through images since a functional test needs to be performed. This investigation was performed based only on the photos provided. If the product is received after this investigation, an assessment will be performed as per the conditions of the device returned. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 06-jun-2024. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4) the purpose of this MDR submission is to include the additional event information received on 26-may-2024. On 26-may-2024, additional information was received from the japan team. Per the information a 5mm x 37mm embotrap iii revascularization device (et309537 / lot# unknown) was used and had withdrawal difficulty. And concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile cereglide 71 intermediate catheter was received contained in the decontamination pouch. Visual inspection was performed. No appearance of damage was observed. The functional test was performed; the returned device was flushed using a lab sample syringe and no water leakage was observed from an unintended location. After flushing, a lab sample prowler select plus and a lab sample guidewire were introduced into the returned cereglide 71, and it advanced, no resistance / friction was felt when the microcatheter passed through. The microcatheter and the guidewire came out from the distal tip of the microcatheter without difficulties. A review of manufacturing documentation associated with this lot (31267373) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. As the functional test was performed without issues and the device integrity was found not compromised, the impeded condition encountered and the issue regarding a catheter being cracked could not be confirmed. However, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The clear substance noted on the pre-shipment pictures are suggested to have been disappeared during the decontamination process since no unknown substances were found on the entire catheter length. Although no conclusion could be reached as to the cause of the event reported, the instructions for use (IFU) contains the following precautions: - carefully inspect all devices prior to use. Verify size, length, and condition are suitable for the specific procedure and patient. Do not use a device that has been damaged in any way; replace with another intermediate catheter. A damaged device may cause complications. - do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the device against resistance could damage the device or cause patient injury. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, d.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is nry/qjp. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31267373) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure for an acute ischemic stroke (ais) targeting the left internal carotid artery (ica), the first pass performed with the cereglide 71 intermediate catheter (nic71132c / 31267373) was without any problem. On the second pass, resistance was felt during stent retrieval, as a result angiography from the cereglide 71 was performed to confirm and it was observed that contrast leaked from the catheter, not from the distal lumen. The cereglide 71 intermediate catheter was removed from the patient and it was observed to be cracked at several centimeters from the tip. It was reported that resistance remained with the stent retriever (unspecified brand) after the cereglide 71 intermediate catheter was removed. The stent retriever was re-sheathed and withdrawn. The physician commented that ¿this was a case of massive thrombus and effective recanalization was not achieved, but no adverse events occurred that were directly affected by [the] cereglide 71 damage. The causal relationship between the cereglide71 damage and the traction resistance of stent retriever was unclear.¿ continuous flush was maintained during the procedure. The patient¿s condition was not reported. There was no report of any negative patient impact associated with the cereglide 71 intermediate catheter. On 07-may-2024, additional information was received. Per the information, the issue with the cereglide was confirmed after the second pass was performed. The first pass was conducted without any problems.